Event description:
(B)(4). Inflamed lips, fingers, rashes, boils on legs and thighs that has to be cut and drained, antibiotics, pain in hips, joints, bottom of feet after sitting or laying awhile, anxiety, gerd, high blood pressure, heavy bleeding, sharp pelvic and headache pain.